Event description:
Lead was capped due to noise. No adverse patient events were reported. Should additional information become available, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
A portion of the lead was returned for analysis. Upon receipt, the lead under complaint was found capped 12cm distal to the is-1 connector pin. The proximal fragment including the yoke and connector pins was received for analysis. The distal fragment including the shock coils and lead tip was not returned. The performance of the returned lead fragment was scrutinized, including a visual inspection. An abrasion mark was found 7cm distal to the is-1 connector, which was consistent with exposure to constant friction against the generator housing. However, the above mentioned abrasion mark is not assumed to be the root cause of the reported oversensing. A thorough analysis of the returned lead fragment did not reveal any irregularity that might have contributed to the clinical observation. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Lead was partially capped due to noise. No adverse patient events were reported. Should additional information become available, this file will be updated.